Event description:
Patient developed shaking chills aprox. 90 minutes into dialysis treatment. (T-97.8, 96.8 pre-treatment) patient stayed on for 15 minutes chills continued. Treatment discontinued. Blood reinfused. Chills subsided with patient off dialysis. Patient is diabetic and had recent debridement of wound on foot. Dr doesn't think lesion on foot caused event. Pyrogen test negative. Dialyzer f-80 22nd usedevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.